Manufacturer narrative:
An event regarding crack/fracture, disassociation and metallosis involving an unknown accolade stem was reported. The event for disassociation and metallosis was confirmed by medical review. Methods & results: product evaluation and results: not performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant concluded: ¿patient underwent a primary styker right tha on (B)(6) 2006. Office notes report that patient did reasonably well with the tha but continued to have pain laterally that the treating surgeon believed was due to trochanteric bursitis.¿ [¿] ¿on (B)(6) 2018 he was admitted to the hospital through the ER after falling and sustaining a fracture of the neck of the tha femoral stem. On (B)(6) 2018 this stem was revised to a stryker restoration stem. The surgeon made note of extensive metallosis staining the soft tissues. In the several months following this procedure the patient continued to experience pain, rated to be 2/10. No mention of ambulatory difficulty was reported although continued physical therapy and home exercise was recommended. X-rays reviewed from 2012 show a pressfit tha in anatomic position without evidence of loosening lysis or mechanical complication. X-rays obtained on (B)(6) 2018 demonstrate dissociation of the femoral head from the femoral stem. The trunnion of the femoral stem shows loss of material from either fracture or significant remodeling. The stem and cup appear well fixed.¿ [...] ¿review of these records confirms revision tha surgery for mechanical failure occurred, however, the root cause cannot of this mechanical failure be determined as insufficient information was available." Product history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the investigation confirmed the disassociation and metallosis based on the medical review. According to the medical records, the disassociation occurred after the patient fell. The alleged crack/fracture cannot be confirmed as the x-ray image does not show if the trunnion of the stem is worn or fractured as noted in the medical review, "trunnion of the femoral stem shows loss of material from either fracture or significant remodeling." The root cause for metallosis could not be determined as insufficient information was provided. Further information is needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient's daughter called stating her father had a right hip replacement on (B)(6) 2006. She reported her father had metallosis and hip broke. Patient was revised on (B)(6) 2018 to stryker devices. Update 29-nov-2018: as per medical records received, right hip replacement was on (B)(6) 2006.